Manufacturer narrative:
(B)(4).

Event description:
Procedure type: kidney transplant. According to the reporter: the case was kidney transplant. They removed obturator after insertion of omst10bt, and components from the cannula broke apart. The information about the patient was not given. There was no patient injury. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem the subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem. Additional information has been requested via email.